Event description:
Pt noted to have firm red area on right flank. Referral made to pediatric surgeon for evaluation of possible abscess. Ultrasound of area was done followed by a surgical lancing of the site. When pediatric surgeon lanced the site, the tip of the naso-jejunal tube protruded through the incision. Tip of feeding tube was cut off and remainder of the tube was withdrawn through the infant's nose. A drain was placed, the site cultured, and incision dressed. The infant remains on antibiotics with additional antibiotic coverage added. The tube was placed on 10/17/1999. The child became "ill" with a differential diagnosis to include sepsis on 10/26/1999.